Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. One used pencan needle broken in two pieces was returned. The fractured, fragmented bevel end of the pencan spinal needle measured 35mm in total length and a 10 mm portion of the fractured end of the fragment was bent on a 45 degree angle. The hub end of the needle measured 63mm. Past incidents of this nature, have indicated that the cannula encountered some type of trauma, which stressed the part beyond its intended design capabilities. This is consistent with the damage to the needle in this case, especially since it appears that the returned bevel end of the spinal needle was bent on an angle at the point of fracture. There have been no other reports of the needle breaking against the reported catalog number or the reported lot number. The sample and all available information has been provided to the actual manufacturer, for evaluation.

Event description:
As reported by the user facility: during procedure, the needle bent inside patient. The needle bent 1cm from tip. The needle ended up snapping in half and half of the needle left inside patient. There was nothing abnormal about procedure or with patient's anatomy. An x-ray was done and half of the needle was retrieved from the patient. No injury reported, as needle retrieved from patient. Additional information provided by the facility indicated the fragmented part of the needle was surgically removed without incident and the patient suffered no adverse sequela associated with the reported incident.